Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: concomitant products: mentor smooth round high profile 500cc saline prosthesis, catalog # 3503500, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with a mentor smooth round high profile 500cc saline prosthesis experienced left sided deflation post procedure. There was information the patient may have been in a motor vehicle accident that contributed to the deflation, however, this could not be substantiated. The deflation was confirmed through a physical examination by a physician. As a result, an explant is planned for (B)(6) 2019.